Manufacturer narrative:
The returned valve was patent. It also met the requirements for siphon, reflux, and pre implantation testing. However, it did not meet the requirements for pressure flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Approximately 23 cm of the ventricular catheter was returned. Approximately 90 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. Proteinaceous debris was observed on the exterior of the peritoneal catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during the implant surgery due to aneurysm secondary hydrocephalus, the reservoir of the device was found to be leaking. According to the report, the device was replaced with a new device to complete the surgery and the patient was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.